Event description:
The following was reported to hamilton medical ag: summary: self test failed, buzzer defective.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective buzzer (mainboard). Correction: defective buzzer (mainboard) replaced. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 were updated with full UDI information as requested.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective buzzer (mainboard). Correction: defective buzzer (mainboard) replaced.

Event description:
The following was reported to hamilton medical ag: summary: self test failed, buzzer defective.